Manufacturer narrative:
The hfd100 skull clamp was inspected as part of routine preventive maintenance and the device was operating within specifications. The torque screw (part number 111236-000, serial # (B)(4)) that was used with the hfd100 was returned to imris-deerfield imaging and evaluated. The torque screw was found to be operating within specifications. The patient was a referred pediatric patient and the condition of their skull may have caused or contributed to the injury however, data was not available from the hospital to further assess the patient's condition. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, a pediatric patient had undergone a neurosurgical procedure and intra-operative scanning was performed. After the drapes were removed, the operating room staff noticed that the skull pin in the imris hfd100 skull clamp had penetrated the patient's skull. The hemorrhage was repaired and sutured. A follow up was made however, no additional information pertaining to the patient's current condition was provided.